Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated the cgm was displaying 500 mg/dl (labeling indicates the cgm does not provide readings above 400 mg/dl) while the patient felt light headed, had a hard time breathing and their blood pressure was "extremely low". The patient eventually patient passed out. A family member called emergency medical services (ems) and the patient was transported to the hospital. At the hospital, the patient was treated with humalog and tresiba. While being observed in the hospital, a bg was checked and it was 145 mg/dl while the cgm was 57 mg/dl. The patient was in the hospital for 6 days. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time during hospitalization. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.